Event description:
Caller states the patient tested 2.2 inr on the coaguchek s system and 4.3 inr on a comparison lab. Coumadin was held until lab results returned. No adverse event reported. Requested return of suspect system and replacement was sent.